Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; d10; g3; g4; h2; h4; h10; h11. D10: medical product: bmt 360 tib 5.0 offset adapter: catalog#185211, lot#145160 the investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the offset stem coupler dissociated from the femoral component. The patient underwent revision surgery and all femoral components were replaced without reported complication. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown stem adapter: catalog#ni, lot#ni; unknown stem: catalog#ni, lot#ni. H6: proposed component code: mechanical (g04) - femur. Diligence is in progress to determine whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.